Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer's mother reported her daughter was having high blood glucose. The daughter's blood glucose was 400 mg/dl. The mother also reported that the daughter's insulin pump had 6 units of insulin remaining but it alarmed no delivery. The mother stated the daughter was treated with manual injections for her high blood glucose. She also mentioned that they had change infusion sites and her daughter's blood glucose rose to 600 mg/dl. The mother stated the daughter was treated with insulin but her blood glucose did not decline. The mother declined to troubleshoot. She stated her daughter's blood glucose had declined to 500 mg/dl and they were on their way to the doctors. The customer was advised they would receive a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.